Event description:
Healthcare professional reported "smooth contoured implant, with clinical signs of encapsulation" "capsular contracture baker grade IV." Pain and mammary asymmetry¿, ¿retro pectoral prosthetic implants with discreetly lobed contours¿ and ¿there was permanent damage to the patient¿s function or body structure¿. "Isolated calcifications typically benign" which is not device related. This is for the left side device. The device remains implanted.

Event description:
Healthcare professional reported "smooth contoured implant, with clinical signs of encapsulation" "capsular contracture, baker grade IV." This is for the left side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.